Event description:
Same case as MFR#: 2134265-2009-03667. It was reported that during a coronary drug eluting stenting treatment procedure, in-stent restenosis occurred. The physician implanted a 3.0x32mm taxus liberte stent was implanted in the mid left anterior descending (lad) artery. Nine months post the initial stent implantation, instent restenosis was identified. The 60-70% in-stent restenosed lesion being treated was located in the mildly tortuous, moderately calcified mid left anterior descending (lad) artery. The physician inflated the 2.5x20mm maverick2 balloon to dilate the lesion. The balloon was damaged at 6 atm. The procedure was completed with another maverick2 balloon. After removal, a split was identified on the balloon. Patient status reported as "stable".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.